Event description:
User facility voluntary medwatch received that stated: "radiology tech was administering contrast via IV and CT procedure when the hospira 7 inch macrobore extension set tubing split (approx 1.5 inches above the blue luer lock connection) spraying contrast dye on pt, tech and machine." Upon further query, the following info was provided that indicated, the tubing split when used with a power injector; subsequently, blood loss was noted. The tubing set was being used with a power injector to deliver optiray 320 contrast media. Approx 30 seconds after the injection was started, the tubing split and the contrast leaked. The customer contact reported "a few drops" of blood was lost. The contrast was cleaned up according to the user facility's protocol. The tubing set was replaced and the procedure was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was not returned since this is a known issue. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determiend that this is not a mfg or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion, and not recommended for use with power injectors. In addition, the infusion therapy account managers were advised of this issue and were provided with a product list of those high-pressure sets that are appropriate for use with power injectors.